Manufacturer narrative:
(B)(4).

Event description:
It was reported elevated capture thresholds were observed. The physician suspects that a possible micro-perforation was the cause of the elevated threshold. The lead was repositioned to a more septal position with a stylet and the proximal end was reconnected to the device. The patient remains asymptomatic. No further information is available.